Event description:
A surgeon reported to a mitek marketing employee that the tip of the eiii needle broke off and fell into the patient's joint space. The tip was retrieved with no consequences to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Two expressew iii wlo hook devices (pin (B)(4)) were returned for evaluation ((B)(4)), along with expressew iii needles (pin (B)(4)) from lot a101041 as a result of failures at the needle tips. A visual inspection under magnification of both devices displayed a high rate of wear at the proximal end of the devices where the needles pass through during firing of the device. It was also observed that dry actuation of the devices felt rough. New expressew iii devices (pin (B)(4)) were pulled from inventory ((B)(4)) to facilitate a side-by-side comparison of the performance of the used devices as compared to new devices. Twenty new needles (pin (B)(4)) from lot a104036 were removed from inventory to facilitate this comparison. In order to evaluate the performance of the devices, each gun was tested by firing needles from the above lot in a saline solution. It was observed during testing that the returned devices were more difficult to fire, and eventually caused needle failures after repeated cycles. The new devices did not experience the same failures. Finally, the new and old guns were tested for force to fire needles through the devices. It was observed that the returned devices exhibited a greater force to fire, confirming the tactile feedback observed above. In summary, based upon the observations from the evaluation team, it is believed that wear resulting from a high frequency of use is the root cause of the complaints filed by dr. (B)(6). It is recommended that the devices are regularly milked according to their applicable instructions for use to extend the life of the devices, and that worn devices be replaced to ensure optimal functionality.